Manufacturer narrative:
The device is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. Dräger was contacting the user facility to obtain further information. It was disclosed that the device is back in use after exchange of the power supply and of the internal battery which was overaged. The age of the device is unknown. The most likely explanation for the event is the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery has to be replaced after two years of use. Most likely, replacement of the battery was already overdue. The battery status is being displayed continuously. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The fact that the user observed a reboot only and no complete shut-down substantiates the aforementioned theory. This would mean that indeed no malfunction of the power supply has occurred and that the replacement was a precautionary measure only. However, the interpretation could not be verified since no log file was made available to dräger. Other explanations may be applicable as well.

Event description:
It was reported that the device posted a power fail alarm during patient use and performed a reboot. The users replaced the device in a controlled maneuver; no patient consequences have reportedly occurred.